Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, requests for clinical documentation/information have not been received as of the date of this review; therefore the root cause of the reported right knee pain with instability and subsequent revision could not be fully assessed nor concluded. Reportedly, the patella was not resurfaced during the primary tka. It is unknown if any components were revised or if only the patella was resurfaced during this procedure. Per complaint details, the event was resolved. The patient impact beyond that which was reported could not be determined. No further assessment can be rendered at this time. Should clinically relevant documentation/information and/or product evaluation findings become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, fit/sizing issue, lifetime of device, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
[Study ID: (B)(6); subject: (B)(6)] it was reported that, a revision surgery was performed due to pain in the right knee with instability, after a tka procedure. Patient was hospitalized.